Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument did not work. The procedure was completed with no patient injury and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no patient injury or harm. No fragment fell into the patient during the surgery. The customer specified the instrument did not work.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The instrument was found to have a segment of the conductor wire dislodged from the connector at the back end. The instrument failed an electrical continuity test. Additionally, the instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. No signs of thermal damage observed.